Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
¿A facility reported a 64-year-old adult male patient who had shunt malfunction during the use of chpv codman hakim programmable valve (ID (B)(6)) for unknown indication.¿ ¿not reported: concurrent condition, family history, past medication and concomitant medication, co-suspect medication. Unknown: relevant medical history, drug allergies and pertinent lab.¿ ¿on an unspecified date, the doctor implanted chpv 823184 (codman hakim programmable valve).¿ ¿on (B)(6) 2024, the shunt stopped working after 3 days/ was not functioning and it needs to be replaced by low pressure ventricular peritoneal (vp) shunt. Physician had gone through a surgery to remove the implant and asking for its replacement. There was a delay in surgery due to product problem for 30 days. Revision/medical intervention was required. The patient was prepped for surgery.¿

Manufacturer narrative:
The hakim valve (ID: 823184) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the device. However, it was not possible to confirm and identify the root cause of this assumption as the product was not returned for investigation. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.